Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cal error/ calibration not accepted, sensor glucose vs. Blood glucose. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high bg due to sg vs bg issues while in auto mode sg 114 vs bg 306 was able to fix the sg vs bg issue and sg readings are accurate now offered to do high bg t/s, patient declined high bg was due to auto mode not giving enough corrections due to sg 114, wherein actual bg is 306 since sg readings are accurate now, patient opted to skip t/s and will continue observing instead. The event involved product(s) mmt-7911na, mmt-1880, mmt-332a, unomedical, mmt-7020la. Customer reports receiving a "calibration not accepted" alert. Explained to wait before attempting to calibrate again after getting a "calibration not accepted" message. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported high bgs. Customer does not feel ok to troubleshoot. Mmt-7911na was requested and customer response was the device will be returned. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7020la.